Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) checked the lines and bags and found the unused supply line clamp was open. The hp cycled the power off/on to clear the system error 2240 followed by the system error 2367 ending therapy. The hp would notify the peritoneal dialysis nurse (pdn) of the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) checked the lines and bags and found the unused supply line clamp was open. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.